Manufacturer narrative:
The insulin pump was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. The unit was unable to perform the basic occlusion, occlusion, and excessive no delivery tests due to the prime/fill anomaly. No compromised force sensor system alarm was noted during testing. The unit passed the self test and unexpected restart error test. All operating currents were normal. The following physical damage was noted: minor scratches on the display window, cracked casing at the display window corners, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the prime process. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was not bumped or dropped. The drive support cap appeared normal. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.